Event description:
Patient was revised to address osteolysis.

Manufacturer narrative:
Medical records received. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(6) 2013 pfs was received from legal, medical records were received from legal. Depuy still considers the investigation closed.

Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update: 11/14/2013 pfs was received from legal, medical records were received from legal the devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 1169994. A search of the complaint database search finds one additional reported incident against lot code 1216655 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and elevated metal ions. Added stem due to new allegation. Added revision hospital, revision surgeon, lawyer in the associated contact and law firm in the facility name.